Manufacturer narrative:
The unit was returned for evaluation. Visual inspection showed the tip electrode area of the probe covered with residue of burned tissue and blood. The unit was submitted to a flow test and it did not suck water. The device was dissected in order to find occlusion in the fluid path. It did not present occlusions in the suction/tube adapter joint area or in the inner lumen/suction tube joint area. The most probable root cause be a total or partial occlusion in the tip assembly. A corrective action was executed to address this failure mode. Previous investigations have shown that residue of glue in the suction path between inner lumen and suction tube. This was caused during the manufacturing process when applying glue. The gluing process and assembly method of the inner lumen and suction tube were modified. Additionally, the manufacturing instructions were also modified to standardize assembly methodologies and reduce human error. Furthermore, the fixtures to test leak and flow were enhanced to improve their accuracy and reproducibility. Specific acceptance criteria were established in the flow test per type of probe. This new criteria will help to identify and capture units with total or partial occlusions in the suction path during assembly.

Event description:
Allegedly, suction failed immediately upon firing. No suction reported.